Event description:
A malfunction alarm was reported for the pump during the loading process. There was no adverse impact to the customer's blood glucose level, which remained below 500 mg/dl. Technical support assisted the customer in attempting to load a new cartridge, but the alarm reoccurred, so the decision was made to replace the pump. The customer was instructed to use multiple daily injections (mdi) as backup therapy and was guided on how to return the pump and prepare it for storage.